Event description:
It was reported that non-sustained right ventricular oversensing determined to be post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). It was determined that this was an isolated event. No programming changes were needed. The ICD was being monitored. The patient was stable.